Manufacturer narrative:
B3.date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the device was implanted to help with bowel and it has but now over the past year they have noticed an issue with their bladder symptoms, specifically leakage. Caller stated it has gotten progressively worse in the last 6 months caller added that it was not all that bad but it does leak on occasion. Caller said the last several months when they get up to go to the bathroom , the leak. Caller mentioned that they do kegel exercises daily and it was manageable. Caller was wondering if they can use the device to help with this, in addition to continuing to help with bowel. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the patient. They repeated event history regarding urinary leakage. The patient indicated that they ended up increasing amplitude to over 6.0ma to try and help with urinary control and because of this their ins battery drained more rapidly than the patient expected and had reached end of service (eos). The patient was scheduled for battery replacement surgery tomorrow and wanted to know if they should bring their programmer/communicator with. The agent reviewed general information about battery replacement procedure and recommended the patient bring external devices in case they were needed. The patient again wanted to know if the therapy could be used for both urinary and bowel control at the same time. The agent reviewed device indications and redirected to their managing healthcare provider (hcp).